Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. There was no reported adverse impact to customers blood glucose (bg) level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.